Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that earlier their blood glucose was over 400 mg/dl but at the time of the phone call it was 239 mg/dl. The customer was not hospitalized. The customer stated that the alarm was resolved by a complete infusion set change, before the phone call. The customer does not want to return the infusion set or the reservoir for analysis. They also stated the insulin pump dies in the middle of operation and the screen just goes blank. In the history of the device there were multiple no delivery, low reservoir and low battery alarms. Nothing further was reported.